Manufacturer narrative:
Correction to field h2: previous report was an initial report and not a follow-up for additional information.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was contacted, and ts discussed that it appeared to be due to electromagnetic interference (emi). The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was contacted, and ts discussed that it appeared to be due to electromagnetic interference (emi). The ICD system remains in service. No adverse patient effects were reported.